Event description:
Found during testing. According to the reporter, the device would not turn on with battery power. There was no pt involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not recognize not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional performance testing. The device was returned to the customer for use. Further eval of the replaced power supply assembly determined that root cause for the failure to operate on battery power was an electrically leaky filter, fl4.